Manufacturer narrative:
(B)(4).

Event description:
It was reported a nearly fatal overdose occurred in 2005 at post catheter revision. The dosing was kept the same as before catheter revision as physician ordered. Pt's father stated a code blue resulted 6 hours later. Pt's father noted "pt never needed the high catheter post catheter revision". Pt's father stated this incidence led him "to be as knowledgeable as I can" dealing with pump. The pt was scheduled for a refill (B)(6) 2010 where the baclofen concentration was going from 2000 ug/ml to 500 ug/ml. The father stated they will not have the refill performed unless rinse was performed. The hcp mentioned that reservoir rinse was not standard procedure and not needed, then added if rinse was done, water would likely be used. Hcp stated they would look into it further. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.